Manufacturer narrative:
The subject device was not returned to olympus for evaluation, as there is no allegation against the device. The investigation determined the issue occurred due to a fault with the reprocessor, the cleaning detergent was leaking from the detergent channel during reprocessing. Since it is a malfunction of the reprocessor, it was judged that device evaluation of the scope was not required. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Olympus will continue to monitor field performance for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope was used after it was reprocessed in a olympus endoscope reprocessor-3 (oer-3) that had a left side panel that overheated, causing a burning smell. The field service engineer checked the inside of the oer-3, there was a hole in the binding part of the detergent tube closest to the washing tank due to the oer-3 being operated while the liquid was leaking. There were no reports of patient harm or health hazards. Related patient identifiers: (B)(6).